Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 342mg/l. The customer stated that she was vomiting right after having a breakfast and then she went to the hospital. Troubleshooting was performed. The programming and settings were correct. Ran a fixed prime test and the insulin exited. Performed a high pressure test and passed. No further info was provided.